Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support due to concern about a future low blood glucose after experiencing a prior value of 57 and requested to pause the ilet at 136 due to insulin on board; the agent provided education on how the pump adapts and the user reported stabilization at 124. Symptoms included hypoglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.